Manufacturer narrative:
As reported, the 4mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter was not packaged aseptically. Upon opening the package, the operator found that the plastic sterile package inside was not sealed. The inner packaging had not been opened, but it was no longer sterile. The case was completed with the use of a new unknown balloon. There was no reported injury to the patient. There was no damaged noted to the packaging of the device. The device was in storage for less than a month. The product was not returned for analysis after multiple attempts were made without success. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported ¿packaging/pouch/box compromised sterility- seal open¿ cannot be confirmed as the device was not returned for analysis, nor procedural images provided. Therefore, the exact cause cannot be conclusively determined. Without the return of the device for analysis and with the limited amount of information provided, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which is not intended as a mitigation of risk, ¿note: do not expose the catheter to organic solvents (e.g. Alcohol). Note: do not use if the inner package is open or damaged. Note: do not re-sterilize. Exposure to temperatures above 54°c (130°f) may damage the catheter. Note: store in a cool, dark, dry place. Removal from package: open the pouch, grasp the hub and gently take the catheter out.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the 4mm 4cm powerflex pro balloon was not packaged aseptically. Upon opening the package, the operator found that the plastic sterile package inside was not sealed. The inner packaging had not been opened, but it was no longer sterile. The case was completed with the use of a new unknown balloon. There was no reported injury to the patient. There was no damaged noted to the packaging of the device. The device was in storage for less than a month. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
Lot # is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 4mm 4cm powerflex pro balloon was not packaged aseptically. Upon opening the package, the operator found that the plastic sterile package inside was not sealed. The inner packaging had not been opened, but it was no longer sterile. The case was completed with the use of a new unknown balloon. There was no reported injury to the patient. There was no damaged noted to the packaging of the device. The device was in storage for less than a month. The device will be returned for evaluation.